Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have the breakage. A visual inspection found the distal tip of the instrument broken off. The broken distal tip was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the suction irrigator tip was cut off due to a piece of metal would not allow us to remove the irrigator from the trocar. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use, and no damage out of the ordinary was noted. The surgical task that was being performed when the device fragment fell inside the patient was when the surgeon was suctioning blood off the colon. The instrument was off-center, and the fa couldn¿t remove it from the trocar. The instrument was in use for 5 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure until the instrument wouldn¿t come out of the trocar. The instrument did not collide with any other instrument or tool during the procedure. No fragments fell into the patient's anatomy. The wrist was straightened prior to removal. The tip wouldn¿t come out. The fa actually took the trocar out of the patient's body while the suction irrigator was still in the trocar and you could see that the metal end was bent, and the instrument wasn¿t going to come out unless they cut the tip off. The surgical staff did feel resistance upon removal of the instrument through the cannula and the wrist was straightened and the tip was cut due to the resistance. The surgical staff did not notice any damage to the cannula after the event occurred and surgical staff did not notice any other damage to the instrument after the event occurred. The instrument was out of the patient's body whenever they cut off the tip. All fragments were retrieved and how was this confirmed and no additional surgical procedure was required to remove the fragment? No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. There was no patient injury, and the patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review.